Event description:
Additional information received reported that the patient had a problem with his refill schedule. The patient was supposed to be refill on (B)(6) 2012, but because, the hospital did not have any medication for refill, the patient was rescheduled to (B)(6) 2012. The patient stated that he was ¿feeling miserable.¿

Manufacturer narrative:
Concomitant medical products: 8835 programmer: serial# (B)(4). Catheter 8709sc: serial# (B)(4), implanted: (B)(6) 2011, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Actual residual volume greater than the expected residual volume was reported. No specific volumes but per the reporter "the physicians are withdrawing more medication than expected"; every time he goes in for a refill "a lot of medicine is withdrawn from the pump" and at his last refill "an entire syringe of medication was removed from the pump and about half a second syringe." It was also reported that towards the end of the patient's refill interval that the morphine was not as effective and the patient was taking more oral medication the weeks before refill; does better with the pain pump when first refilled. It was also reported that on one occasion the patient was waking up in the middle of the night with night sweats; he thought he was going through "withdrawal." The patient states that when he got refilled that he felt better immediately. The hcp indicated that there was no event; the ptm was not fully used. The pump was used to deliver morphine.